Event description:
It was reported that the patient needed their battery ¿jump started¿ and reprogrammed. The patient met with a manufacturer representative on (B)(6) but they were unable to get the device started. 3 ¿por¿¿s were attempted but the device did not come out of overdischarge. The patient had not charged their device in 3 years. The patient¿s device needed to be replaced. The patient was referred to a doctor but they had not been scheduled for a replacement at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a replacement had not been scheduled as of (B)(6) 2015. The patient had been referred to a different doctor for reprogramming. The patient had not been seen since (B)(6) 2014. Further follow-up was directed towards the doctor the patient was referred to. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).